Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "system fault 37", "defib fault 85" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during testing. However, the reported problem could not be duplicated. The customer has indicated the device will not be repaired. No trend is associated with reports of this type.